Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the rca. The lesion was 99% stenosed with severe calcification and tortuosity. The device was inspected prior to use with no issues noted. The lesion was pre-dilated but the device was unable to cross the lesion due to severe calcification and tortuosity. Another device (same size) was used to complete the procedure. There was no patient injury reported. Device evaluation: the distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 5th and 13th distal segments were misaligned with raised struts, the 7th proximal segment was also misaligned with raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results and conclusions: (stent deformation). (Target lesion exhibited 99% stenosis, severe calcification and tortuosity). (Stent). (B)(4).